Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
The user wanted to deliver a shock on patient. The dfm100 charged but did not delivered the shock and discharged itself within approx 10 seconds with dotted signal on the screen and impedance over 600 ohm. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.